Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. (B)(4) was chosen to capture the event of pneumoperitoneum and post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an undetermined amount of time after the procedure, the patient experienced peristomal discomfort and was admitted to the hospital. Initial assessment revealed increased pain and larger than usual gastric fluid leaks through the stoma, which was found to facilitate the entry or air. The patient was diagnosed with pneumoperitoneum. The patient was sent for endoscopies in (B)(6) 2021 and report improvement.